Event description:
It was reported that the colonovideoscope had incompatible scope e315. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: d5 - operator of device from: other to health professional d5 - other operator of device from: olympus to blank. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide rod lens had foreign material. Based on the results of the investigation, a definitive root cause could not be established for the reported e315 scope communication error as it was not confirmed that the reported issue occurred with the device. Based on the results of the investigation, the cause of the foreign material on the light guide rod lens could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.